Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited a high pacing impedance. The rv lead was not used. The physician continued with second rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one-piece with the helix retracted and clogged with blood/tissue. Electrical testing, visual and x-ray examination were normal with no anomalies found.